Manufacturer narrative:
(B)(4). The device was returned for analysis with a .035guidewire stuck in the device and a portion of the guide sheath was also attached to the shaft of the device. Device analysis revealed no damage on the tip. The devices hub was also detached from the shaft. The device was separated 53.5cm from the tip. The separated area of the device looked to be cut by the customer site to remove the guidewire, device or other procedural factor. The shaft showed cut marks on the shaft approximately 54cm from the tip. The shaft had multiple kinks and damage throughout the catheter shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty removal of catheter occurred. A runway guide catheter was selected for use. During the procedure, the physician felt a pop then the guide catheter's hub snapped off and the catheter was kinked. The physician tried to use a non-bsc guide wire but could not advance it through the runway guide catheter or even remove the guide catheter from the sheath. Moreover, difficulty removing the catheter from the patient's body was noted. A 10fr sheath was then used to remove the runway guide catheter. No patient complications were reported and patient is ok.